Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cover for the duodenovideoscope fell off in the patient's mouth at the end of the endoscopic retrograde cholangiopancreatography procedure. The distal cover was retrieved and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The product was not returned, so we were unable to reproduce the issue. Therefore, we could not identify whether there was a defect in the product or whether the product met the specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.